Manufacturer narrative:
(B) (4).

Event description:
It was reported the patient was unable to adjust the stimulation. The display indicated a power on reset (por) had occurred. Additional info has been requested, but was not available on the date of this report.